Event description:
It was reported that the patient underwent a carotid procedure to treat a target lesion in the moderately tortuous left internal carotid artery. A 7.5 mm rx accunet was deployed distal to the target lesion. No pre-dilatation was performed and a 7-10 x 40 mm acculink stent was deployed. During deployment, the acculink stent jumped distally, partially covering health tissue. A 10 x 40 mm acculink stent was then advanced to cover the proximal portion of the lesion; however, the stent delivery system was unable to cross to the target lesion. The physician manipulated the acculink stent delivery system in order to cross to the target site and the non-abbott sheath then prolapsed into the aorta, causing the accunet to be pulled out of position and the accunet was then removed. A 6.5 mm accunet was then advanced, but was unable to cross. The emboshield nav6 embolic protection device was then advanced; however, this device was also unable to cross. Post dilatation was performed without a filter and no additional attempts were made to stent the proximal portion of the target lesion. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The rx accunet referenced is being filed under a separate medwatch MFR number.